Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: black box review revealed evidence of short battery life on (B)(4) 2013 illustrated with a sudden voltage drop from 1.38vp to 1.33vp, multiple 177 battery warnings are observed in the alarm history. Pump powers ¿on¿ and displays¿verify¿ screen. The unit was primed and exercised correctly with no alarms. External power supply confirmed the reported ¿short battery life¿ with a high sleep current draw .pump¿s case was removed. The cgm module was suspected and so it was unplugged from the pcb, the current draw were able to return to nominal vales. The j2 gold pin was found not properly soldered on the cgm board , current measurement maintained nominal value after soldering the j2 pin and plugging the cgm module to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a bad solder jonit and a high sleep current draw. This report is made based on the results of an investigation completed on (B)(4) 2013.